Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2013-(B)(6), 4296 implantable pacing lead 2013-(B)(6).

Event description:
It was reported that one day post implant there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead, which led to an inappropriate mode switch. Reprogramming was performed to turn on atrial preference pacing, which helped lessen the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.